Event description:
It was reported that the customer noticed a yellowish liquid leaking at the de-airing luer lock level while in use. No patient effect. Ref.: (B)(4).

Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when additional information becomes available.